Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified craniomaxillofacial surgical procedure, it was observed that an unknown competitor's cutting burr device broke and was stuck inside the drill/burr attachment device. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date returned to manufacturer was documented as dec 9, 2015 in the initial report. It has been updated as dec 11, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed the burr was stuck inside. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.